Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient became hypotensive. The patient "went hypertensive following amiodarone and proteins admin post cardioversion". The patient received a "short period of compressions and administration of medications by anesthesia". The patient was not discharged from the hospital after the procedure, and the issue is considered on going. Please note that the terms hypertension and hypotension were used interchangeably when the event was reported, clarification has not yet been received.